Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy with ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was found broken. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broken. Block h10:investigation result the fiber was returned broken into three pieces. The first piece measured approximately 19.9 cm from the top of the connector to the break. The second piece measured approximately 94 cm from break to the break. The third piece measured approximately 202.8 cm from the break and includes the distal tip the condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 07:47 am CT.the report number is being corrected from: 3005099803-2018-62120 to: 3005099803-2018-61120.

Event description:
It was reported to boston scientific corporation on october 8, 2018 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy with ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was found broken. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.